Manufacturer narrative:
D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that while using an unspecified bd vacutainer tube, there were erroneous results of one sample. No patient impact reported. The following information was provided by the initial reporter: "customer states sample exhibited elevated pt, patient recollected in ed and results were in therapeutic range. Qc was repeated and sample checked for clots."